Event description:
Patient was injected in the nasolabial folds and cheeks with radiesse dermal filler; the patient developed a lump on the right lower side of her face where she was not injected. The lump had green drainage.

Manufacturer narrative:
Additional information: lot# 1015307, expiration date: 7/1/2011. MFR date: 07/2009. The patient was diagnosed with an erythemic abscess and prescribed keflex. Prior to the injection, the patient was given a dental block of lidocaine. The patient was also injected with juvederm at the same office visit. In a follow up with dr's office; the abscess had resolved. The device history records for radiesse lots 1015197 and 1015307 were reviewed. All required testing specifications were met prior to release of the lot. There were no abnormalities noted. The only complaints related to this lot have been from two drs' joint practice in 2009.